Event description:
During the procedure mentioned above, in the gastric pouch, when it was going to restart its making, on the first shot, the stapler did not fire, removed from the cavity, performed a battery removal test, and shooting outside the abdominal cavity, the load was fired , however, when a new attempt was made to fire with another load in the cavity, it had the same problem, not firing with the tissue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # 277a02. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received fully fired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components, and the sw2 located at the bottom side of the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.